Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm at index procedure was 5.7 cm infra renal. It was reported that the patient had an apparent mi at the end of the procedure. There were no issues with the implanted stent grafts. The patient did recover from the mi. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (myocardial infarction), patient¿s condition affected effectiveness of device (history of cardiac disease), lack of information (cause is unknown); evaluation, conclusions: device failure/lack of effectiveness related to patient condition (history of cardiac disease), lack of information (cause is unknown).